Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had radiation with the implantable pulse generator (ipg) then having a diagnostic reset. It was also reported that the device had invalid data. It was further reported that the device was interrogated in clinic which resolved the problem and the device remains in use. No patient complications have been reported as a result of this event.